Event description:
The user facility reported that a pt sustained a 3rd degree burn on thigh during a leep procedure. An x15 (120w) generator was in use and set between 30 and 50 watts.

Manufacturer narrative:
The generator and returned accessories (footswitch and grounding cable) were tested and evaluated. The generator and all accessories were in good working order and functioned properly with no faults found. The user facility will not release the return electrode for eval although they did provide a copy of the labeling. Packaging confirmed that the return electrode was not a bovie medical product. The electrode has an expiration date of "2011-05" and was manufactured for maxxim medical. The manufacturing date code is given as "913522." Typically, single use return electrodes utilize a gel that acts to conduct current from the operative site back to the generator. Although we cannot confirm the age/condition of the return electrode, it is possible that a pt burn could be introduced if the return electrode was used after its expiry date or if the gel had dried.